Event description:
The poly-axial screw broke inside the pt postoperatively. Broken poly-axial screw was detected during a follow up visit. The exact date of the breakage is unk. The pt underwent add'l surgery to explant the broken screw in 2007. The date of the implant surgery was not provided.

Manufacturer narrative:
The lot number of the part is unk/not provided. The poly-axial screw was not returned to the MFR after explantation. Alphatec spine was not able to evaluate the device. A root cause cannot be identified and the breakage cannot be confirmed. Incident was reported to regulatory on 01/25/2007. Regulatory decision to file MDR made on 01/31/2007 when sales representative contacted and informed alphatec spine of the appropriate part number involved.